Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent an open reduction internal fixation surgery (orif) for the femoral neck fracture. The surgery was performed with femoral neck system, namely: one (1) femoral neck system plate 1 hole-sterile, one (1) bolt female/ neck system / construct length, one (1) antirotation screw female neck system/ construct length, and one (1) locking screw self tapping. About eleven (11) weeks after the surgery, it was found that the femoral head was slightly displaced to varus position. There has not been a re-operation in the six (6) months after the surgery. It is unknown if a revision surgery will be performed. This report is for a bolt for femoral neck system. This is report 2 of 4 for (B)(4).